Event description:
Received information, the patient has multiple complaints about her system. She feels the device turns on and off by itself causing her legs to jump off the bed. Once, while in the hospital, the stimulation turned on and they had to wait for it to turn off because it would not respond to the remote. States, she has had multiple revisions and it still is not right. (Previous revision was done on (B)(6) 2010, one lead was removed and new lead implanted.) Patient has had several hcp's and the new one thinks she needs to have her leads moved from t7 and t8 to t10 and t11. Previous hcp recommended patient have the device removed because she does not comply with the activity guidelines and he didn't feel she would ever be happy with the device. When device was first implanted, it was programmed by mistake for cycling on at 15 minutes instead of 15 seconds and this went on for several days. Medtronic representative reports the reason for a revision is because the leads have migrated and need to be repositioned not because turns on and off. Patient has never complained of this problem once the initial reprogramming was done. Patient is scheduled for a second revision on (B)(6) 2010, and the representative will interrogate the system before surgery. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).